Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
It is reported that a customer experienced high blood glucose of 239 mg/dl. The customer was treated for the high blood glucose. The customer visited an urgent care in hawaii and was diagnosed with a urinary track infection. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting his insulin pump and found that the patient did not have a tubing clamp. The customer was shipped a new tubing clamp and was advised to call back to finish trouble shooting. No further information was provided.